Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and the following was observed: the battery lock was damaged. From the condition of the returned unit, the damages appeared to be due to normal wear and tear. During power on of the platform, a "system error, out of service" message was displayed. Further inspection of the device confirmed that the cause was a defective system processor board. No further functional testing could be performed due to the observed system error. The archive was corrupted and could not be retrieved for review. Based on the investigation, the part(s) identified for replacement in order to remedy the complaint was the system processor board the battery lock was also repaired. In summary, the reported complaint was confirmed during power on of the platform and was found to be caused by a defective system processor board. Following service, including replacement of the processor board and damaged battery lock, the device passed all testing criteria.

Manufacturer narrative:
The product in complaint was returned to zoll on 03/11/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, out of service" message upon power on. No patient involvement was reported. No further information was provided.